Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1006595 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1006595, test base part number 190-430 / lot: 1006595. . Quality control release testing met specification. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1006595 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported 15 false positives results with ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used per the product insert instructions. Confirmation testing was performed the same day. Customer states they used pcr and rapid antigen tests (not binax now) and they generated negative results. The customer stated the patients were asymptomatic. No additional information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patients treatment. Positive results are indicative of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection or co-infection with other viruses. Due to the risk of false positive result leading to exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment, and/or inappropriate treatment with antiviral therapy, the event shall be considered reportable.